Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced low and high blood glucose. Customer's blood glucose was as low as 20 mg/dl and high as 400 mg/dl, which was treated with insulin pump and manual injection. Customer has symptoms of headache, excessive urination, nausea, stomach cramp and headache. During troubleshooting, customer reported of sometimes having bent cannula and would resolve with infusion set change. Customer also reported to have received a low reservoir alarm and no delivery alarm. Customer states that due to how expensive insulin is, she allows reservoir to go completely empty before changing. Customer was educated against doing this. Customer reported of working in a hospital but insulin pump was not exposed to MRI. Customer was advised to contact healthcare professional regarding low blood glucose.